Event description:
It was reported the patient was adjusted in 2008, but felt no stimulation sensation eight days later. The patient experienced a loss of therapeutic effect. The patient met with the manufacturer representative in october. It was reported the patient began complaining of intermittent stimulation two months prior. The patient had difficulty turning an unspecified device back on once it was off. An unspecified device was not operational; the antenna had been changed out. The antenna locator worked. The representative tried another receiver with the same result. Palpation did not make a difference. X-rays were suggested. The manufacturer was going to send the receiver to the manufacturer, however, there was no record of the device being returned on the date of this report. The patient's device system was replaced. The patient outcome was not provided.